Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. Reportedly, a puncture hole in the anchoring balloon was discovered during insertion of the catheter into the pt. The treatment was completed with another of the same device with no pt complications. The pt's condition was listed as "fine".

Manufacturer narrative:
The suspect device, a prolieve thermodilatation kit was not returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The lot number (615788) provided by the end user could not be confirmed; therefore, the device MFR date and expiration date cannot be determined. (B)(4).